Manufacturer narrative:
The investigation for the kinked catheter has been completed. The device was not returned for evaluation. However, the clinical reported provided sufficient details to determine the root cause. The root cause of the reported delivery issues was determined to be the reported catheter kink. Based on the provided information, the catheter kink was most likely caused by excessive force during pump insertion. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 32yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported there was a kink that was discovered once the pump was removed, according to the site, the kink was likely from operator hands when trying to insert the pump into the graft. To remedy issue another 5.5 pump was used, and there was no mention of harm to the patient.